Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures and determined the reagent probe (r1) was the likely cause of the issue. The fsr resolved the issue by replacing and calibrating the reagent probe (r1). An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the product monitoring review (pmr) scorecard for clinical chemistry systems did not identify any similar issues related to the alinity system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated sodium and potassium results generated on the alinity c processing module for two patients. The customer did not release the results. The samples were repeated on another alinity instrument which generated normal results. It was noted that the instrument generated error code 3062 (residual liquid detected in cuvette) prior to the incident. The following data was provided: customer¿s normal ranges: sodium = 135 to 145 meq/l; potassium = 3.5 to 5.3 meq/l. Sample #1: initial sodium result = 166 meq/l; repeat result (different alinity) = 143 meq/l. Sample #3: initial sodium result = 169 meq/l; repeat result (different alinity) = 138 meq/l. Initial potassium result = 6.8 meq/l; repeat result (different alinity) = 4.3 meq/l . No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium and potassium results generated on the alinity c processing module for two patients. The customer did not release the results. The samples were repeated on another alinity instrument which generated normal results. It was noted that the instrument generated error code 3062 (residual liquid detected in cuvette) prior to the incident. The following data was provided: customer¿s normal ranges: sodium : 135 to 145 meq/l; potassium : 3.5 to 5.3 meq/l. Sample #1: initial sodium result = 166 meq/l; repeat result (different alinity) = 143 meq/l. Sample #3: initial sodium result = 169 meq/l; repeat result (different alinity) = 138 meq/l. Initial potassium result = 6.8 meq/l; repeat result (different alinity) = 4.3 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.